Event description:
It was reported to covidien on (B)(6) 2011 that a customer had an issue with umbilical vessel catheter (uvc). The customer states that the catheter is cracked and is leaking at the hub. The customer reports using a peripherally inserted central catheter (PICC) repair kit, manufactured by another manufacturer to temporarily repair the leaking uvc. The customer reports the line was cut above the hub and threaded with 24 gauge angio catheter (PICC line repair kit, not a covidien product). After 24 hours, the uvc was replaced with another uvc (not manufactured by covidien). The customer stated that the pt status is fine.

Manufacturer narrative:
Submit date: (B)(4) 2011. An investigation is currently underway. Upon completion, the results will be forwarded.